Event description:
It was reported that a patient's magec rod was removed. The surgeon alleged that the rod was not distracting; however, the patient had achieved approximately 26 mm of the 28 mm distraction length. Upon removal, discoloration was observed on the magec rod.

Manufacturer narrative:
(B)(4).